Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 492 mg/dl at the time of the incident. Customer also reported that the insulin pump had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap were not missing or damaged. Customer stated that the battery compartment was neither damaged nor corroded also the spring was neither damaged nor corroded. The display did not return after insulin pump restart. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08675 inches. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Device was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. However, low battery alert was recorded and found in the formatted history files on (B)(6) 2021 15:03:00.000 alarm alert notification, on (B)(6) 2021 15:03:18.000 alarm alert cleared, replace battery alert on (B)(6) 2021 00:34:00.000 alarm alert notification, on (B)(6) 2021 00:44:00.000 alarm alert notification, replace battery now alarm on (B)(6) 2021 01:05:00.000 alarm alert notification, on (B)(6) 2021 01:15:00.000 alarm alert notification and power loss alarm on (B)(6) 2021 01:16:17.000 alarm alert notification, on (B)(6) 2021 01:16:28.000 alarm alert notification and on (B)(6) 2021 01:16:34.000 alarm alert cleared. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.